Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure the fenestrated bipolar forceps broke during the procedure. The fragments were able to be retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has followed up with the customer and received the following additional information: the surgeon had been using the fenestrated bipolar instrument for a while when the surgeon noticed a piece of it broke off. The instrument was inspected prior to the start of the case. It is believed that the instrument broke while grasping tissue. The instrument was functioning correctly at the beginning of the case. The surgeons were watching the monitor when the breakage occurred. When the pieces fell off, they were able to retrieve the fragments immediately, either with a laparoscopic grasper or a robotic instrument. Two small fragments were retrieved. The instrument did not collide with another instrument before this incident. No additional surgical procedures were performed to remove the fragment. There were no post-operative tests performed to check for remaining fragments, as the pieces that fell were retrieved immediately. It is unknown if the procedure was completed robotically, but there were no reports of the procedure being converted to open. There were no reports of the patient returning to the hospital due to post surgical complications. It is believed that the event date is 03-nov-2023 since that was the date when a photo of the broken instrument as well as the retrieved fragments was taken.

Event description:
Refer to h10/h11 for follow-up information.